Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a, corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples appeared to be properly aligned with one partially formed staple in the cover block. The stapler was returned with 25 staples remaining in the cover block indicating that at least 10 staples were fired by the end user. The trigger was returned partially engaged and clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the trigger and frame components. The width of the trigger measured .445", which is within the maximum specification of .457". The inner width of the frame measured .499", which does not meet the minimum specification of .520". A non-conformance was opened to further address this issue. Upon full engagement of the trigger, the partially formed staple that was observed in the cover block properly formed and released. Excessive friction was observed between the trigger and the frame components. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin. Excessive friction was observed throughout the functional testing. The device was disassembled and die cast anomalies were also observed on the forming tool. A non-conformance was opened to address the fit issue resulting from the trigger and frame components being out of specification. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the staples appeared properly aligned with one partially formed staple in the cover block. Upon full engagement of the trigger, the trigger became stuck in the frame. Excessive friction was observed between the trigger and frame components. The customer report that "when operating, after pressing the stapler handle, the handle got stuck and won't spring up smoothly" was confirmed. The width of the frame component was measured to be out of specification. A non-conformance was opened to address the fit issue resulting from the trigger and frame components being out of specification. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".